Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate, the fiber laser beam did not fire inside the patient. The fiber instead, fired towards the surgeon, burning through the physician's sterile gown and blue scrub top. It was then noticed that there was a break about one-third of the way up the fiber and light was observed to be coming out from the fiber break location. A second fiber was chosen to continue with the procedure, but during use, it started flashing and a courtesy message indicating exceeded life use occurred after approximately 6,300 joules of fiber use. It was noted that both fibers were confirmed to be in good condition prior to use, and the surgeon followed the instruction for use (IFU) accordingly. A third fiber was used to finish the procedure without patient complications. This report is for the fiber that broke.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob and a hole along the fiber body confirming the reported clinical observation. It is probable that manipulation during insertion of the fiber into the scope contributed to the break and the hole. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that at the beginning of a photo-selective vaporization of the prostate, the fiber laser beam did not fire inside the patient. The fiber instead, fired towards the surgeon, burning through the physician's sterile gown and blue scrub top. It was then noticed that there was a break about one-third of the way up the fiber and light was observed to be coming out from the fiber break location. A second fiber was chosen to continue with the procedure, but during use, it started flashing and a courtesy message indicating exceeded life use occurred after approximately 6,300 joules of fiber use. It was noted that both fibers were confirmed to be in good condition prior to use, and the surgeon followed the instruction for use (IFU) accordingly. A third fiber was used to finish the procedure without patient complications. This report is for the fiber that broke.